Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device would not display a longevity prediction. It was determined that the device implant detect was still on. Implant detect was turned off, and the device remains in use. No patient complications have been reported as a result of this event.